Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.7 inr on a comparison lab. Customer was given 2.5mg vitamin k based on device result and coumadin was held for two days. No adverse event reported. Requested return of suspect system and replacement was sent.